Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "the cvc's proximal extension line was leaking liquid. The physician was informed of the situation. The cvc was left in place, ensuring that no one uses the defective proximal lumen. At the time of insertion, the patient was in septic shock. At this time , the patient is receiving comfort care." There were no reports of patient injury, harm, or adverse health consequences associated with the event. No medical intervention was necessary.